Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegations were not confirmed. There were no faults found with the device during inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the computer connection graphics and texts were not displayed on the loaner visera elite video system center. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the computer connection graphics and texts were not displayed could not be determined as the issue was not reproduced. Olympus will continue to monitor field performance for this device.